Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement. The impedance has gradually risen and has been out of range for the past six months. The patient was scheduled for device check and possible defibrillation threshold (dft) test. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient presented after receiving a shock. Upon interrogation an open circuit fault appeared. Boston scientific technical services (ts) was consulted and discussed that this indicated a high out of range shock impedance was present during the delivered shock. Review of the patient's data found no evidence of noise and no recent previous out of range shock impedance measurements. However in office testing found high out of range shock impedance measurements of greater than 125 ohms. A revision procedure was performed where the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.